Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information added to fields: b5, d9, h3, and h6. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to faulty scope connector causing image issues, the cause was traced to component failure, as expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during inspection for use. No additional information was received from the customer.

Event description:
It was reported the bronchovideoscope image would not white balance. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.